Event description:
During the 19th dialysis treatment with this dialyzer, an internal leak was reported to have been observed. The involved unit was replaced by another dialyzer unit and treatment was resumed without further incident. The user facility reported that there was no blood loss to the patient.